Event description:
It was reported that the patient experienced full pocket erosion. The entire pacing system was removed and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.